Event description:
It was reported that the device delivered inappropriate therapy due to atrial undersensing. Programming changes were made, and the patient's medication was also changed. The patient was asymptomatic.